Event description:
The patient called lfs alleging that their one touch profile meter would power off during use. The patient could not recall when was the last date and approximate time of testing. The patient was unwilling or unable to indicate if they had any symptoms of high or low blood glucose levels during the time of concern. The patient neither alleged harm nor experience injury or medical intervention. They mentioned that they contacted emergency service; however, no other pertinent information was provided. The customer service representative confirmed that the battery contacts were in good condition, the battery was replaced less than 1 year ago, and the batteries were correctly installed. The csr educated the patient on the automatic shut off and the meter did shut off before the time was up. The batteries were replaced and the issue was not resolved. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Senior medical affairs specialist mailed a letter since the patient could not be reached.